Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap-chole. Event description: translation: does not provide any clips. Additional information on 10jul24 via pcf: date applied team member first notified set to: june 6th 2024 in the pcf, however, team member was not employed at that time by pre-charging the ca500 no clip came out. The event was resolved by opening a new ca500. Additional information received via email on 10jul24, - no injury on patient, patient is fine. - issue was observed from the beginning. -the clip did not properly seat into the jaws. - a trocar was used simultaneously with the clip applier - no clip loaded into the jaws prior to insertion or removal of trocar. Patient status: no injury. Intervention: customer opened a new ca500 and made the procedure as planned.

Event description:
Procedure performed: lap-chole. Event description: translation: does not provide any clips additional information on 10jul24 via pcf: date applied team member first notified set to: june 6th 2024 in the pcf, however, team member was not employed at that time by pre-charging the ca500 no clip came out. The event was resolved by opening a new ca500. Additional information received via email on 10jul24, - no injury on patient, patient is fine. - issue was observed from the beginning. -the clip did not properly seat into the jaws. - a trocar was used simultaneously with the clip applier - no clip loaded into the jaws prior to insertion or removal of trocar. Patient status: no injury. Intervention: customer opened a new ca500 and made the procedure as planned.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.